Manufacturer narrative:
(B)(4). Initial reporter also sent report to FDA.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, a reporter contacted animas alleging that their pump had delivered three spontaneous bolus infusions of 1, 7, and 2 units. This complaint is being reported because it was not resolved at the time of the call. There was no reported adverse event associated with this complaint.